Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was 203 mg/dl. The customer indicated manual injections would be obtained from the pharmacy, and a correction would be administered. During a follow up call on the following day, the customer's blood glucose level was reported to be 289 mg/dl. The customer indicated health care provider would be consulted regarding backup therapy, and declined additional follow up from tandem's technical support.